Event description:
A report was received that the pt underwent a pocket revision due to pocket site discomfort. The ipg was replaced because a connection to the ipg could not be made, and it was showing that all of the contacts on the lead exhibited high impedances. After the procedure the pt was reportedly doing well.